Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient experienced a skin reaction with burning, rash, redness, pimples, pustules, pain and infection under entire patch area. The patient went to the emergency room at 10:00 am because she was feeling severe pain. At the ER they diagnosed an infection on her skin, they squeezed (no incision made) the pus out and prescribed and oral antibiotic (cefuroxime 2 times a day 500 mg for 10 days). The patient was discharged after 1 hour. At the time of the report the patient was still experiencing pain and discomfort. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).